Event description:
It was reported by the customer that a pyxis medstation es system remote manager had multiple clicking sound and failed doors. The customer stated that the user delayed getting medications to the patients. The customer added that one patient was not able to get their medication on time, causing to create a new schedule due to this delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the remote manager door had multiple failures. A field service engineer cleaned and tightened the latch micro switch connections to resolve. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the remote manager door had multiple failures. A field service engineer cleaned and tightened the latch micro switch connections to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager had multiple clicking sound and failed doors. The customer stated that the user delayed getting medications to the patients. Customer added that one patient was not able to get their medication on time, causing to create a new schedule due to this delay. There were no adverse events or injuries reported based on this incident.